Event description:
It was reported that the physician was placing the catheter into the pt's internal jugular in the pre-op holding area for a heart case. When the physician began to insert the swan ganz catheter through the mac, blood started to flow back through the valve at the hub of the mac catheter. There was no delay in treatment, no pt death, and no pt complications were reported. The pt was not affected. Follow-up information received on (B)(4) 2012 states they did not have to change out the sheath since the catheter was already inserted.

Manufacturer narrative:
(B)(4). Sample will not be returned.